Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where during the procedure, a thrombus was detected on the wire before crossing the septum with the guide sheath (gs). After the trans-septal puncture everything was as usual and initial 2500 ie heparin was given. When the gs was introduced, a thrombus appeared on the wire and was moved towards the septum by the advancing the gs. It was assumed that it was on the wire somehow and was pushed up when introducing the gs over the wire. The echo showed just the septum area, so it was only detected when getting to the septum. After the thrombus was detected, the movement was stopped, and the gs was retrieved. Act was around 150s at that time, hence more heparin was administrated. The thrombus got smaller but remained on the wire near the septum. Part of the thrombus could be removed using a flowtriever aspiration system (triever20). A small part of the thrombus remained on the right side of the septum despite repeated heparin administration (act above 350s). Due to the risk of bringing the thrombus to the left side by crossing the septum, the procedure was canceled for safety reasons. It was planned to repeat the procedure two weeks later.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). This is an initial + final combined report which includes investigation findings below. The complaint for thrombus formation (device) was confirmed with objective evidence based on the returned procedural imaging evaluation performed. Available information is unable to determine a root cause for this event. Based on extensive complaint investigations and reviews, it has been identified that events are not associated with device malfunctions or manufacturing nonconformances. Per the instructions for use (IFU), intracardiac thrombus formation and device thrombosis are known potential adverse events which have been identified as possible complications associated with standard cardiac catheterization procedures. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), valvular disease itself and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. These events will continue to be monitored and complaints trending and control limits are managed and assessed.